Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was from 400 to 500 mg/dl. During troubleshooting, the customer reported receiving a no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.